Event description:
It was reported that during an unk procedure, electrode part of handle broke. It had been loose since opened the package. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.